Event description:
Reporter indicated that the site's laptop power cord was sparking. The product was returned for analysis. Product analysis identified that the positive and negative output connections of the power supply to the pc were shorted together. No other anomalies were noted.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.